Event description:
Right femoral vein access and the physician positioned the balloon within a previously deployed self expanding stent that had in-stent restenosis. The balloon was inflated. The balloon was reinserted a second time and inflated again to 11 atm. The balloon ruptured and was removed. There was concern about the manner of rupture and that a remnant of the balloon might have remained within the patient. A snare was used to remove any balloon pieces but no pieces could be seen or found. No injury to the patient was reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.